Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome, chronic low back pain, and post lumbar laminectomy syndrome. It was reported that the patient was having back spasms where the battery was. She stated that she would not lay on it because she could feel it. The patient reported she could not stand up straight because she would feel a shock. It was recommended the patient try increasing or decreasing the stimulation but it did not resolve the issue. The patient noted she was at the lowest stimulation she could have at 1.75 and there was no change. It was recommended that the patient consider turning the device down or off, she stated she would consider turning the device off. The patient was redirected to contact a healthcare professional regarding the issue. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the steps taken to resolve the back spasms were muscle relaxants. The steps taken to resolve the shocking was to shift positions to relieve shocks. The circumstances that led to the shocking were the end of life and the patient had a new battery going in on (B)(6) 2017. There were no further complications reported or anticipated.

Event description:
Additional information was received from the patient. It was reported that the patient kept getting the shocks that started the weekend before (B)(6) 2017. The shocks felt like someone with sharp finger nails was grabbing her butt and that it was spasming. The patient now was having a different type of pain. She went to turn off her device because she was getting shocks, but she saw the end of service (eos) message. The patient wondered if the eos message meant that the implant was completely off. The patient had a funny, different type of pain that ran through her back down, in the area around her belly, and out through the bladder. It was noted that it kind of felt like she might be having a kidney stone. The patient had a kidney stone in the past but this time she didn't see any blood, other signs or symptoms, or anything, just pain. The patient¿s implant was located in her right buttock so it was noted that maybe it was sitting on a sciatic nerve. The patient mentioned that she had seen a doctor and he told her that they put her device in the wrong spot. It was noted that the doctor said the device should be located in her stomach but the patient¿s device was located in her right buttock. The patient was redirected to follow-up with a healthcare professional to check the device and to address the medical symptoms. The patient noted that she found a healthcare professional in the area to take out the device. The device in the wrong spot occurred probably seven years prior to (B)(6) 2017. The pain that felt like a kidney stone began on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.